Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure and unable to close, required maintenance. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the sharps bin bracket holder was broken leaving a sharp edge. So, the fse removed the broken sharps bracket and replaced it with a new one to resolve. The system functioned as intended after the field service engineer repaired the device.